Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 2.75x12 mm liberte bare metal stent dislodged from the balloon while crossing the lesion. The procedure was completed with a non-bsc stent. No pt complications were reported. Additional information was requested, but not provided.

Manufacturer narrative:
.